Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist had the customer verify that all cables were connected securely and correctly. However, the sync and ns cabinets are located in two different areas of the building, and the customer was unsure which cabinet was not displaying the patient's name as active. The tss advised the customer to reach out to the pharmacy to have the medications restated and then work with their information technology (it) department to restore internet connectivity to the cabinets.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user stated that patients were not populating on cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.